Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 9 months. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed within the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not explanted. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had several hospital admissions on unspecified dates for gi bleeds and received blood products. The patient expired on (B)(6) 2016, reportedly at home and under hospice care. The patient had rv dysfunction and was debilitated at the time of expiration. It was reported that the lvad was functioning as expected with no adverse alarm conditions at the time of their expiration.